Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the case support plate bolts are broken so the elevate actuator is not bolted to the chair . No injury. Customer was in his kitchen and the seat just shifted over on him.